Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in south africa. It was reported that the patient had high blood glucose level of 20.9 mmol/l and ketones 4.9 mmol/l. Also, the patient was lethargic, had vomiting and abdominal pain. Therfore, the patient was hospitalised on (B)(6) 2024 at 2:00pm. The patient stayed in hospital for four days. No further information available.